Manufacturer narrative:
Returned for eval was one used balloon catheter. A visual review of the device noted that the balloon was in a completely deflated state. No visual defects were noted. An inflation device was connected to the balloon lumen of the y-connector and an attempt was made to inflate the balloon. Fluid was noted leaking from a small pinhole from the distal end of the balloon. The complaint is confirmed. Although the complaint is confirmed, the exact root cause cannot be determined. The reported defect most likely occurred after the device left the mfg facility. Prior to release, all balloons are 100% inspected for the reported complaint type. During this process every balloon is inflated, the od of the balloon is measured, and the balloon is verified that it does not leak. The leak observed during the device testing was obvious and would have been detected by mfg and quality personnel. The following is stated in the instructions for use, which is supplied to the end user with this catalog number, in reference to this complaint type: "proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter." During the review of the mfg records for the reported lot it was observed that the manufactured lots meet all device specifications and quality requirements. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
As reported by the end user on (B)(6) 2011, a female pt approx sixty (B)(6) yrs of age presented for an angioplasty procedure on (B)(6) 2011. During the procedure, while the physician was inflating a balloon dilatation catheter, the balloon burst at approx eight (8) atms. This device has a rated burst pressure of twelve (12) atms. The device was successfully removed from the pt. The procedure was successfully completed w/o further complications with another new of the same device. There was no harm or injury to the pt due to this event.